Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out-of-range (oor) pacing lead impedance measurement for another manufacturer's right ventricular (rv) lead that was detected via the patient¿s home monitoring system. The physician noted that the patient does not have a right atrial lead and programming related to this was reviewed. The patient was referred to a different facility due to the observations. The boston scientific technical services (ts) sent a summary guidelines on how to reprogram the device. Attempts to obtain additional information was unsuccessful. The device remains in service. No adverse patient effects were reported.